Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional three proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement was attempted with four proglide devices using the pre-close technique via a 6f sheath prior to an interventional aortic endoprosthesis procedure. Reportedly, the suture did not come out at the retrieval step for the four proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 18f and the aortic endoprosthesis procedure was completed. Hemostasis was achieved successfully with the two pre-placed proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.